Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report captures the reported event of postoperative revision procedure due to lost of humeral plate fixation distal to the proximal unreal fracture and was implanted with humeral nail, while related complaint (B)(4) reports the postoperative second event of removal of humeral nail due to cut out superiority through the bone.

Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. This report is for an unk - plates: proximal humeral/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the patient underwent removal of the unknown humeral plate due to lost fixation distal to the proximal unreal fracture. It was originally implanted on (B)(6) 2021. It was revised to unknown humeral nail. The patient left the room repaired. It was unknown if the surgery completed successfully. The patient outcome was unknown. Concomitant device reported: unknown screws (part# unknown, lot# unknown, quantity unknown). This complaint involves (1) device. This report is for (1) unk - plates: proximal humeral. This report is 1 of 1 (B)(4). Related product complaint: (B)(4).